Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Factory analysis of the returned motor controller pcb board revealed capacitor shorts which resulted in a loss of the 12volt and 35volt signals. (B)(4).

Event description:
The customer reported that during pm the motor controller board began emitting odor and smoke upon unplugging ac cord from outlet. The customer reported the unit was not in use on pt.